Manufacturer narrative:
A remote service engineer performed troubleshooting with the customer remotely to calibrate the device; however, during calibration, the nbp assembly can't pump up to 250mmhg, only pump up to 140mmhg. After attempting to pump for a while the mr400 shows error message "nbp error calibration pressure " and when the biomed exits the service menu the mr400 populates error message "nbp inop" error at the clinical screen. The rse performed parts research and recommended pn 453564441131 assy, nibp, mr touch, rohs. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp assembly. The customer ordered a replacement nibp pump assembly to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the monitor does not accurately obtain non-invasive blood pressure (nbp). The device was in use on a patient at time of event, there was no adverse event reported.